Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface, and a piece is missing below one of the ears. The clevis was not dislodged from the main tube. The main tube does not appear to be missing pieces, but the section exposed by the missing clevis piece has been damaged. The instrument was likely overloaded at the tip. The main tube has various small scratches at distal end. No other damage found.

Event description:
It was reported that the surgical staff had difficulties removing the endowrist prograsp instrument after it had been in use for 2 hrs while performing a da vinci prostatectomy. The tip of the instrument was bent at a 90 degree angle and became caught on the trocar. A piece of the distal clevis broke off and it is assumed to have fallen inside of the pt. The surgical staff did not notice any pieces falling in the pt and did not take an x-ray as the plastic piece is not radiopaque. The case was successfully completed and no pt harm has been reported. No additional surgical procedure will be performed and this event did not significantly lengthen the procedure. No pt harm, adverse outcome or injury was reported.